Event description:
It was reported to covidien in 2008, that a customer had an issue with a safety needle. Customer reports that while a physician was trying to activate the safety lock after drawing up a medication, the needle broke off. No person harmed.

Manufacturer narrative:
Submit date: 02/04/2009. An investigation is currently underway. Upon completion, the results will be forwarded.